Event description:
It was reported that a malfunction occurred with a customer's son's pump, but it was resolved after restarting the device. There was no adverse impact to the customer's blood glucose level. The customer provided notification of the issue via email but no further actions were necessary as the pump was functioning correctly after the reset.